Event description:
It was reported that the pt underwent a tlif at l3-l5 for recurrent disc herniation and degenerative disc disease using rhbmp-2/acs. A year after the initial fusion procedure, the pt underwent an anterior lumbar interbody fusion for failed back syndrome and pseudoarthrosis with degenerative disc disease at l3-l4. The previously placed interbody device was removed. Rhbmp-2/acs was placed in a new interbody device in the l3-4 disc space, and anterior fixation was placed.

Manufacturer narrative:
(B) (4): pseudoarthrosis - (B) (4). Also see medwatch report number 10304892010xxxx. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. The device was not returned to the manufacturer for eval. Therefore, we are unable to determine a definitive cause of the reported event. Eval of radiographs taken 7 months post-op showed pedicle screws and posterior hardware and decompression posteriorly appear adequate and there is no seroma seen and interbody implants l3-5 and no fusion present.